Event description:
A cartridge alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller was unwilling to change the cartridge at the time and planned to call back if the alarm recurred.